Event description:
A hospital in (B)(6) reported that the flexitrunk of an infant nasal tubing "ripped" just above where it inserts into the circuit. The hospital has reported that the tubing was "caught on the bed slightly" when the tubing ripped. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint flexitrunk nasal tubing has not been returned to the manufacturer for evaluation. However, a visual inspection was performed on the photographs provided by the hospital. Results: the visual inspection of the photographs revealed that the breathable film of the flexitrunk was torn between the fourth and fifth spirals from the connector end. No other damage was noted. A lot check could not be performed as no lot number was provided. Conclusion: the root cause of the damage to the flexitrunk tubing on the patient interface cannot be determined. However the hospital has confirmed that "it was caught on the bed slightly" when the tubing ripped, therefore physical damage is the likely cause. All bc181s are pressure tested for any leaks and occulsion present in the interface, and those that fail are rejected. In addition, the interface is visually inspected prior to distribution. Our user instructions state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.